Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that prior to the start of the procedure upon connecting, cut was activated without pressing button. An activation tone was heard at that time. A new device was used to continue. There was no patient involvement.

Manufacturer narrative:
One used e2450h device was received, and an evaluation could not confirm the reported issue. Visual inspection found no defects. Testing of the device found that it activated satisfactorily when plugged into a 40k ohm test box. The device was manipulated and flexed, as well as subjected to a saline splash test. No self-activation occurred. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.